Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
Locking mechanism as come apart. This case has been reported by the loan kit technician during loan kit inspection.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; the retaining ring which mounts into a slot cut into the distal end of the hudson collar came loose. Without the retaining ring in place, the bushing also came loose and the collar was no longer held parallel to the shaft or in its intended position along the shaft. The root cause is inconclusive. A complaint database search finds no other reported incidents against the provided product and lot combination. No corrective action taken. Complaints will be monitored under post market surveillance sep 419. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.